Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified mid to distal right coronary artery (rca). A 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced with no resistance to the lesion and the stent was successfully deployed at a pressure 14 atmospheres. Following the removal of the sds from the anatomy a proximal edge dissection was noted in the proximal to mid rca. In order to cover the dissection in the proximal to mid rca, a 3.5 x 23 mm xience xpedition stent implant was used successfully. There was no reported clinically significant delay in the procedure. No additional information was provided.